Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that the pediatric patient experienced a skin reaction with an infection at the needle puncture site, which occurred 5 days after the sensor had been inserted in the arm. On (b)(6), the patient presented to the hospital on an outpatient basis for evaluation and treatment of an infection at the sensor insertion site. According to the reporter, the patient was initially treated with a topical antibiotic; however, the infection did not improve. As a result, the patient was prescribed an unspecified oral antibiotic. When follow-up questions were asked to obtain additional clinical details, the reporter declined to provide further information, stating that she was calling only to report the event and did not have time to answer additional questions. No further information was available at the time of reporting. No other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).